Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the catheter and the subject guide wire might have caught by the heavily calcified lesion, and therefore it was difficult to remove. The patient had been fine without problem. Device evaluation could not be done because the subject guide wire was not returned. Concomitant catheter was returned for investigation. Strand pitch of the entire shaft of the returned catheter was widened due to accumulated torsion. Especially at approximately 2cm from the catheter tip, the catheter shaft was found bent with disarranged strands. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was concluded that excess torsion was applied to the catheter when attempting to cross the lesion, and the accumulated torsion made the catheter strands to become deformed causing the guide wire difficult to be removed. There was no indication of product deficiency. Since the subject guide wire was not returned, it could not be certain if the device caused or contributed to this event. Additional intervention was taken with a snare to retrieve the guide wire; therefore, this event was considered serious injury. Warnings section of the instructions for use states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the[?]blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of[?]resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may[?]break or become damaged, which may cause blood vessel injury or result in fragments being left ]inside the vessel.

Event description:
It was reported that during a ppi to treat a heavily calcified cto lesion in the mid left sfa, several guide wires were used via right femoral artery in attempts to cross the lesion but failed. Approach was switched to retrograde approach via popliteal artery. The subject guide wire was advanced in retrograde with an asahi catheter. After the guide wire crossed the lesion, the physician attempted to exchange the guide wire and withdraw when the guide wire would not be able to go through the catheter. A snare was advanced in antegrade to safely retrieve the guide wire. The ppi was resumed and completed with reestablished blood flow by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.